Manufacturer narrative:
On 3/15/2019, the mentor failure analysis lab has received the device for evaluation. Mentor also became aware that the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 7566772 sn: (B)(4) and (right) 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 7011282 sn: (B)(4). On 4/1/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation a rent within crease was observed on the anterior aspect, measuring approximately 0.1 cm. The crease was observed on the anterior and extending to posterior aspect. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. A manufacturing record evaluation (mre) for the lot number 6719159 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. At this time is not possible to determine the origin of the yellow material on the received device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 350 cc saline catalog: 3501655 lot: 6719159 sn: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with mentor smooth round moderate profile 350 cc saline breast prostheses. Deflation of the left breast prosthesis was confirmed by physical examination. As a result, the patient underwent removal on (B)(6) 2018.